Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. Device image analysis indicated average current trends were normal and voltage was in normal range of operation. Analysis of the device image showed that false elective replacement indicator (eri) and end of service (eos) flags were triggered due to exposure to electrocautery which is consistent with external interaction during explant. Further analysis did not find any anomaly. Longevity assessment was performed, and device had appropriate remaining longevity. Correction: the reported event of incorrect measurement on the pacemaker was discovered during procedure and the following corrections are needed. B1 should have been "product problem" only instead of "adverse event" and "product problem". B2 should have been blank instead of "required intervention to prevent permanent impairment/damage". H1 should have been "malfunction" instead of "serious injury".

Event description:
Related manufacturer's reference number: 2017865-2021-39113, related manufacturer's reference number: 2017865-2021-39114. It was reported that the patient presented for a procedure. During a routine device check-up it was discovered that the right atrial (ra) was failing to capture. During the procedure, the pacemaker was interrogated and revealed an incorrect measurement for device reaching elective replacement. It was also noted when the physician handled the right ventricular (rv) lead the lead fractured and insulation was pulled. The pm was explanted and successfully replaced. The ra and rv lead were capped and replaced on (B)(6) 2021. The patient was in stable condition.